Event description:
The pump was returned for investigation. Investigation revealed that a component was found to be partially misaligned on the printed circuit board (pcb). This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned for investigation. A review of the black box revealed a "no cartridge" detected warning and a call service alarm. The rewind, prime and load steps were performed with no alarms emitted. The pump was also exercised for 24 hours with no alarms. The pump was opened and a component was found to be partially misaligned on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.